Event description:
The customer used the device to check their blood glucose and they obtained a result of 270 mg/dl. They began to vomit and emergency medical technician's were called. Fifteen minutes later their glucose was 488 mg/dl. When they arrived at the hospital their glucose was over 600 mg/dl. Patient was admitted for dka. They were released the next day and then experienced a second similar event with hyperglycemia and were again admitted. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.